Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 29-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was out of range impedances at post-op visit on left brain lead. The surgical resident reported damaging the lead during implantable neurostimulator (ins) implant process. They ran impedances today and two electrodes are out of range. There were no actions taken. It is unknown if surgical intervention is planned. The patient is having initial programming on jan-14th. The issue has not yet been resolved.